Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported non-union with an anchorage cross plate which had been implanted on (B)(6) 2015.